Event description:
It was reported that when preparing medication it was discovered that the were scale marking issues with a bd syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, translated from chinese to english: when preparing insulin for a patient, found that the scale is ambiguous.

Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. Syringe DHR batch: 8332760 was reviewed. The batch was manufactured on syringe assembly 1ml line by dec-2018. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. 2 pcs of missing barrel scale line print was detected in outgoing and out of aql specifications. Quality notification# was raised for scale marking issue for the reported batch. H3 other text : see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when preparing medication it was discovered that the were scale marking issues with a bd syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing insulin for a patient, found that the scale is ambiguous.